Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately four weeks post implant that the right atrial (ra) lead had dislodged and was found on routine follow up. When the pocket was opened the lead had pulled back out of the atrium by accident and the helix had not been retracted but as the lead had pulled back the physician requested a new lead. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.